Event description:
The driver was returned to the manufacturer as a trade-in, and during the investigation, the device ran in safe mode. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for service and evaluation. During the investigation, the device ran in safe mode. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with the driveshaft, rotor, bearings, and other components. Service repaired the driver.